Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced ineffective coverage of pain relief. As such surgical intervention took place wherein the lead was replaced with a penta lead. Reportedly effective therapy was restored.